Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) and a consumer regarding an implantable neurostimulator (ins) for the treatment of parkinson¿s dual and movement disorders. The patient's caregiver reported a loss of therapy ever since a back surgery on (B)(6) 2018 which was needed after a fall. An anomaly on the tablet showed no lead configuration or programming. This was the first interrogation with the tablet but the health care professional (hcp) info and disease information was listed but everything else was blank (no settings, groups, lead location empty, stim off). The caller read with the 8840 which showed the same thing. No por messages were received but the patient did get 2 alerts ("time off 90 minutes" and "setup screen" due to using the tablet for the first time). The caller indicated the ins was read on (B)(6) 2019 and suspected the patient went to the managing hcps office. It was unknown why the patient was not reported. The current ins was at 2.98 v. The caller would reprogram the ins. No symptoms or complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep indicating the cause of the loss of therapy was unknown. It was unknown if the fall or back surgery was related to the medtronic device or therapy. The patient claimed they fell while leaning over to pick something up off the floor. The tablet sessions were attached. All impedances were within normal range except for the right stn monopolar 8. No further complications were reported as a result of this event.